Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had a high impedance greater than 4000 ohms, no sensing of rwaves and no capture. The rv lead was removed and a new rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4)